Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was reviewed and showed that this device recorded days with low temperatures near or below the labeled storage conditions. The battery voltage was tracking the temperature and appears to still be low based on the latest data. The recommendation was not to implant the device and hold it in a warm place for three days. Additional information received indicated that this device has still not been cleared for implant. This device is not in service. No patient involvement.